Event description:
User reports receiving high potassium results for approximately ten patient samples, that were lower when repeated on another analyzer - same methodology. Only three patient samples were provided as examples. Same samples were used for repeat testing. Patient 1: initial result gave 5.7 mmol/l; repeat gave 4.0 mmol/l. Patient 2: initial result gave 5.6 mmol/l; repeat gave 4.1 mmol/l. Patient 3: initial result gave 4.7 mmol/l; repeat gave 3.0 mmol/l. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause to be contaminated potassium electrode and ise solutions, which he replaced. Performance tests were performed which were within specifications.